Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized; however, errors 105 and 106 were displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an av node ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified insufficient adhesive on the wires. It was initially reported by the customer that the carto 3 system was displaying a catheter sensor error 106 when the catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a dissection the peek housing section and an inspection of the returned device found that insufficient adhesive was observed on the wires. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 25-nov-2024, the product investigation was reopen to correct reportability determination of the investigation findings. It was incorrectly reported that the issue of insufficient adhesive on the wires was an MDR reportable malfunction. However, an issue of insufficient adhesive on the wires is not an MDR reportable malfunction since did not cause or could not cause the separation of any external components that is used inside the patient, the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. As such, this event is no longer considered to be MDR reportable. Manufacturer's ref. # (B)(4).